Event description:
It was reported that the programmer stylus touch pen was totally uncalibrated and that there was loud fan noise. It was further reported through follow-up that the programmer lost connection with the analyzer twice, and that the user was unable to determine whether the issue was with the programmer or the analyzer. Both the analyzer and the programmer were returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a stylus issue, it was noted that the stylus cable was damaged near where it plugs in and the stylus was replaced and calibrated. Analysis was unable to confirm the customer comments of noisy fan and losing connection with the analyzer, the programmer/analyzer interface functioned within specification, however both the fan and the analyzer were replaced as preventive measures.